Manufacturer narrative:
Additional information: h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the female connector was separated from the main body. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent to the insert chip during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the (light blue) main body of a transfer set. It was further reported that the "treading was detached". This issue occurred during use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.